Manufacturer narrative:
Evaluation summary: the powercross device was received for evaluation inside a protective hoop. The powercross was removed from the protective hoop and inspected. The balloon was in a post-inflated state and blood was noted within the balloon material. An inflation device filled with water was connected to the balloon port of the manifold. Pressure applied to the inflator device could reach as high as 4 atm - then two streams of fluid were seen exiting from the proximal area of the balloon through small pinholes. A leak was also identified at a fold to the catheter at the strain relief.

Event description:
A powercross balloon was being used to treat the left distal sfa post directional atherectomy with a turbohawk lx-c. The lesion was moderately calcified with little tortuousity. Embolic protection was not used. The balloon was inflated. The contrast was made up of 1/2 contrast and 1/2 h2o. The device was removed from packaging and inspected prior to use with no issues noted. The device was prepped per IFU. The device did pass through a previously deployed stent. No resistance was experienced when advancing the device. It is reported that during balloon inflation the balloon burst/leak/ruptured at 4atm's. It is reported that the balloon would not hold pressure. No inflations had been applied prior to issue occurring. All fragments of the balloon were retrieved. The procedure was completed with a powercross 6x150. There was no patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.